Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons mainly the act button were difficult to press and unresponsive. Customer states that insulin pump was received in this condition. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent express bolus, escape, act, up and down arrow button response due to flattened button dome switch. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump had cracked reservoir tube lip, cracked battery tube threads and scratched reservoir tube window.